Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event on (B)(6) 2015, requiring medical intervention. Patient stated that she slept through the dexcom continuous glucose monitor (cgm) alerts. Patient's boyfriend awoke from the alerts and was not able to wake up patient. Patient's boyfriend called paramedics. No additional event or patient information is available.